Manufacturer narrative:
The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ red encapsulation was observed on the shell. ¿ red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. Continued e1(reporter's phone number): (B)(6) . Continued h6 (health effect - impact code 4): f2203.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "foreign body"

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. Additional observations: ¿ red encapsulation was observed on the shell. ¿ red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported "foreign body"device has been explanted.